Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a small crack in the hard plastic red stripe tubing connected to the sheath restrictor line. The fse proceeded to trim and reinstall the tubing to resolve the issue. The fse also discovered a small tear in the tubing which passes through pinch valve pv52 and the fse proceeded to replace the sample line with a new one to resolve the leak. The fse verified the repairs by running startup, controls, and reproducibility, and no further leaks were observed. (B)(4).

Event description:
The customer reported a contained leak from the mixing chamber area of the coulter lh 750 hematology analyzer while troubleshooting for differential vote outs (non-numerical results). The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.